Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported receiving a ¿sensor is not working¿ error message 3rd day of wearing the freestyle libre 2 sensor. As a result, the customer experienced a loss of consciousness and the ambulance was called and the customer was administered glucose as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial no) and (expiration date) and section h4 (device mfg date) were updated based on returned product investigation. Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed on the sensor patch. Data was extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues were observed. Sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed and all results were within specification. No malfunction or product deficiency was identified, therefore this complaint is not confirmed. Extended investigation was also performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported receiving a ¿sensor is not working¿ error message 3rd day of wearing the freestyle libre 2 sensor. As a result, the customer experienced a loss of consciousness and the ambulance was called and the customer was administered glucose as treatment. There was no report of death or permanent injury associated with this event.